Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The repair reports indicate: motor too loud - motor replaced short circuit in the motor cable - motor cable replaced resistance value out of specs: hand control set replaced "micro": preventive replacement of o-rings performed the shorted cable and the defective motor are the root causes of this failure. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device serial number on 7-16-2019, and no non-conformances related to the failure were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was sent to the service center for evaluation. The repair reports indicate: motor too loud - motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: hand control set replaced. "Micro": preventive replacement of o-rings performed acc. To service manual. The shorted cable and the defective motor are the root causes of this failure. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device serial number on (B)(6) 2019, and no non-conformances related to the failure were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via cst tool that during equipment check it was notices that the motor of the micro tornado handpiece with hand controls is not working. There was no patient consequences.